Event description:
Pt's mother reports defective product(s). She states that she attempted to inject her daughter with the nutropin, but the medication would not go through. She attributes the defect to either the pen needle or the nutropin. She is unsure as to which one. "Is the product compounded: no, is the product over-the-counter: no."